Manufacturer narrative:
On 07-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received information on the replacement devices, and the patient¿s capsular contracture diagnosis was upgraded to baker grade 4. Replacement implants: 350cc mentor smooth round moderate plus profile, catalog # 3502350, serial numbers: (B)(4) and (B)(4). On 09-sep-2019, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 250cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture (baker grade 3 on left side; baker grade 2 on right side). The patient experienced pain, firmness, and had aspen ultrasound performed. Capsular contracture was confirmed via physical examination by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This report is for the left-sided implant, refer to manufacturer report number: 1645337-2019-16856 for the contralateral device.